Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Ir has been two concerns, cust sts has had problems with syncing the sensor. Cust sts the pump can be a foot away from the phone and the pump will alarm lost sensor. Cust sts within the last three weeks the pump alarmed motor error twice. Cust sts last week had to insert three sensor in order for the sensor and the pump communicate. Cust sts had a sensor that was due for replacement, cust sts replaced the sensor and about 4/5 hours later the sensor readings were inaccurate. Cust sts calibrated and the pump alarmed cal error. Cust sts recalibrated and the pump alarmed faulty sensor. Cust sts did not have this problem with the old sensor. Cust sts at night the pump is right next to him and the pump alarmed lost sensor. Cust sts is not sure of blood sugar reading at the time of the event. Cust agreed to troubleshooting. Cust sts everything appears to be functioning as designed currently. Patient's bg: unk. Inquired when the motor error alarm occurred. Found: bolus . Inquired if the customer recalls any significant events leading to the alarm. Found: cust sts was having issues with the sensor as the pump was alarming motor error. Inquired if the pump was exposed to a strong magnetic field or MRI. Found: no findings . Adv the customer to disconnect from the pump. Inquired if the customer uses the sensor feature on the pump. Found customer does use the sensor feature. Adv the customer a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Adv the customer they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Adv we suggest setting the sensor glucose graph timeout to 2, 4 or 6 minutes and to avoid selecting none. Customer states they are able to rewind the pump. Adv the customer the pump will need to be replaced. Adv the customer to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Adv the customer to retrieve their pump settings. Adv the customer to return the pump with the battery and zero out the basal rates. Explained the rpl policy. Explained the interaction aftercare email. Additional notes: cust sts would like replacement pump shipped to: alt address ship: 1 pump / return: 1 pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a corroded battery cap contact.

Event description:
It was reported that customer received lost sensor and alarmed motor error. Troubleshooting was done. No blood glucose reading provided. Customer stated he used sensor feature. Advised the customer to complete the bolus delivery before accessing the sensor glucose graph. Advised the customer that insulin pump would be replaced. No further information provided.